Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. The tacticath quartz ablation catheter was being navigated to the right pulmonary vein when the left atrium was perforated. The patient became hypotensive and an intracardiac echo revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The patient was discharged home the following day. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical imaging was unable to be analyzed due to damage to the device that occurred following the procedure. The results of the investigation concluded that the proximal cable, optical fibers, conductor wires, and irrigation tubing had been fractured prior to analysis. The thermocouple wires were intact and indicated the temperature response was within specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. Per the IFU, cardiac perforation is a known risk during the use of this device.